Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced no audio output. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).